Manufacturer narrative:
(B)(4).

Event description:
A customer reported an issue with the evotech where both basins filled too slowly and it is unknown if the load was reprocessed prior to being released for use on a patient(s). Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp recognizes that in many cases it would be difficult to trace infection back to the sterilization or high level disinfection. As a matter of policy, asp has therefore decided to report cases of cancelled cycles if the complainant does not confirm that the load was reprocessed prior to use on a patient.